Event description:
Upon initial interrogation of the deep brain stimulator, the patient experienced shocking, began shaking and physically responding to the interrogation. The stimulator was found to be at the factory settings at the initial device interrogation, but the physician programmer did not request that a serial number be entered. Impedances were normal. The patient was fine when she left the office. The hcp was going to follow up with the patient next week. Please see MFR report # 3004209178-2009-09197. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)